Manufacturer narrative:
The manufacturer previously reported a service required alarm condition occurred and the device was recalibrated to address the issue. The information previously reported was not for this device. The device and reporting information has been corrected. A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device was recalibrated to address the issue.